Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose was 400mg/dl which was treated with manual injection and insulin pump. Customer¿s current blood glucose was 162mg/dl. Customer reports insulin exited at the qr. Customer performed displacement test and insulin pump passed. Product will not be return for analysis.